Event description:
Patient was revised to address loosening of the asr cup. After patient was closed, post-top x-ray showed cup to be in an unacceptable position, and patient was immediately revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.